Event description:
It was initially reported that the device failed to recognize a test plug connection intermittently. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device would also only intermittently detect a connection through the therapy connector, which would prevent or delay defibrillation therapy.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed therapy connector assembly and determined that the cause of the reported failure was due to missing inserts from the apex and sternum socket pins. The missing inserts would cause intermittent connection recognition with the therapy cable.